Event description:
It was reported that the itrak 350plus system had to be rebooted after lockup three times during the case. This was a clinical evaluation and the surgeon's 1st time using the it3500plus. The procedure was completed without further incident. No patient injury was reported.